Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right atrial (ra) lead. Lead damage was suspected, although it was not confirmed. Provocative testing was performed, and the noise was not reproducible. No intervention has been performed at this time. The patient was stable.